Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open and draining sore on her breast under the lifevest garment. It was also reported that the patient had an additional sore and hernia on her stomach that were unrelated to the lifevest. There was no alleged device malfunction contributing to the irritation. The patient applied vagasil to the skin irritation which helped with the itchiness. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.